Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. The product was returned but there was no analysis performed. This supplemental report is being filed to correct the entry in h6: patient code and patient code description, and additional MFR narrative.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. Reportedly, the patient came to the hospital with an opened incision. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. Reportedly, the patient came to the hospital with an opened incision. There were no additional adverse patient effects reported. The ICD was explanted.